Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm navitor vision valve was selected for implant on (B)(6) 2024 using a small flexnav delivery system. The patient's membranous septum was measured at 2.8-3.0mm. The patient had a history of second degree heart block with pauses and was experiencing intermitted bouts of heart block prior to implant. Pre-dilation was performed with a 18mm non-abbott balloon. The valve was implanted. The final implant depth was 4mm from the non-coronary cusp (ncc). Post-implant the patient went into complete heart block. A permanent pacemaker was implanted on the same day. The patient status was stable.

Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, a cause for the reported heart block could not be conclusively determined. The reported surgery is the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.